Event description:
It was reported that the pump experienced a malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and the customer was assisted in performing the reset. The malfunction did not recur, and the customer was advised to continue using the pump, with instructions to contact support if any issues reappeared. The customer acknowledged and understood the guidance provided.